Event description:
The manufacturer received information alleging a patient expired at home. The patient was admitted to the hospital for rhinovirus and was subsequently discharged. The patient was not using the device at home. No malfunction of the device was noted. No further information was provided. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.